Event description:
After review of medical record, patient was revised to address increased serum cobalt and chromium levels and palpable periarticular mass . Revision notes reported that 50 ml of discolored fluid which appeared motor oil which almost black in color was aspirated. Additional 250ml tissue mass with discolored anterior from metallosis was aspirated with suction. Head and liner were removed. Patient experienced difficulty with normal activities, swelling about the hip, difficulties with flexion, internal and external rotation of the hip. Cystic in nature and showed some discoloration even through the skin and significant fluid accumulation in the area. Added stem due to elevated metal ions. Corrected patient's identifiers. Added medical history and patient's dob. Updated affected side, doi, and products involved. Doi: (B)(6) 2009 - dor: (B)(6) 2019 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added:a2,b5,b7,d4,d6,h4,h6(patient). Corrected:a1. No code available (3191) used to capture the patient code surgical intervention and medical device removal.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address painful metal on metal hip.original implant date in unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.